Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4) and protocol (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Complainant reports "wafer was difficult to remove. After removal of wafer; the skin under 100 percent of the mass portion only was red; itchy and intact. She described the wafer portion as feeling considerably less flexible compared to wafers in the past. Using ivory soap only to cleanse. Instructed on use of adhesive remover; ivory soap and barrier wipe. Encouraged to follow-up with hcp if concerns persist or worsen and she verbalized agreement."